Manufacturer narrative:
Concomitant products: product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the stimulator was moving around in the pocket. It was noted that the patient was feeling severe pain near the pocket site and that it occurred about 65 percent of the time. It was further noted that the issue started about two months ago but that the severe pain started about 2 weeks ago. It was noted that the patient could not stand up for any period of time without pain in his lower back and upper buttocks. It was noted that the patient was taking more pain medication than he has in the past. It was noted that when the patient shifts positions in bed the pain starts.

Event description:
Additional information received reported that the patient received assistance from a doctor or manufacturer representative and their concerns were resolved. It was noted that the patient could not remember the appointment date as the patient had two devices. Additional information received reported that the patient did not report any pain to the health care professional.